Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-03167. The patient received a scs system on (B)(6) 2007. It was reported that the patient has two systems. The patient began feeling over-stimulation at one of the sites. An x-ray found that the lead might be fractured and the lead also exhibited invalid impedances at 3 contacts. The sjm representative reset all contacts to zero and the patient still reported overstimulation. The physician discussed possible ipg damage as well. The physician plans to perform a replacement at a later date. No further information is available at this time.